Manufacturer narrative:
(B)(4). Evaluation summary: the cause of this iipv event was determined to be one or more cycles was advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. The homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation".

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:39:06. During night drain cycle five, the patient's ultrafiltration reading was 1221ml, indicating the home patient (hp) drained 1221ml more than their maximum programmed fill volume of 2000ml. No additional information is available.